Manufacturer narrative:
H3: one device was returned for analysis. Visual inspection revealed a detached downstream occlusion (dso) seal and a delaminated upstream occlusion (uso) seal. This indicated a reportable malfunction based on the dso and uso seals. The dso and uso seals were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a broken cassette latch. There was no reported patient involvement. Evaluation of the device following return revealed a detached downstream occlusion (dso) seal and a delaminated upstream occlusion (uso) seal.